Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/20/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 09/15/2017 with the following findings: during investigation, the pump powered on and the display was found to be fully illuminated and fully functional display. The display was not blank. The pump case was removed and there was no evidence of moisture or loose components inside the pump. The display flex cable was fully inserted into the display flex connector and the connector latched. The original complaint of a blank display was not duplicated. There was no defect found during investigation.